Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was not feeling the shocking any longer. They reported they were currently in the ER due to pain from a fall that had occurred on sunday. During the ER visit they indicated to the caller (ER physician) that they were no longer feeling the shocking of the stimulator. The caller did report the patient had mild to moderate mental retardation from the fall. The caller wanted to know how to best handle this comment. It was recommended for the patient to see the managing physician when possible. Troubleshooting was not done due to lack of access to the product. Pain was reported, but caller indicated the pain was from the fall and they were going to do a hip x-ray. No further complications were reported or anticipated.